Event description:
It was reported that the patient presented for a scheduled new lead implantation procedure. During the procedure, it was noted that the new right atrial (ra) lead failed to advance and could not be implanted due to a vascular occlusion. Physician was concerned that the lead size contributed to the advancement failure. The patient also experienced vascular dissection related to the ra lead. As a result, the ra lead was not implanted on (B)(6) 2026. There were no patient consequences.